Manufacturer narrative:
Results of investigation: the navio handpiece, pfsr110137, s/n (B)(6) (netherlands) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The lower worm gear bearing cover was removed. A functional evaluation was not required because the event was visually confirmed. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of the reported symptom is a result of product mishandling. The lower bearing cover was forcefully removed snapping the screws that secure it to the handpiece clamshell. Without the lower bearing cover the worm gear will become dislodged during operation. A review of prior escalation actions found no actions applicable to the scope of this case. Refer to the product user manual for instructions on proper set up and tear down of the device and accessories to protect the device from an unforeseen force or damage. Refer servicing only to trained smith & nephew service personnel. Equipment damage may result if the system is not serviced properly. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that the anspach burr could not come out of the navio handpiece. They saw that there was a part broke off and blocked the unlocking. There was no delay due to the issue since it was noticed after a navio-assisted ukr surgery. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Additional information: e1 initial reporter name and address , e2, e3 corrected date: b5, d1, d4, h6.

Manufacturer narrative:
D4, h6: the navio long attachment, part pfsr110006, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be an obstruction due to damaged/broken parts. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the anspach burr could not come out of the handpiece. They saw that there was a part broke off and blocked the unlocking. There was no delay due to the issue since it was noticed after a navio-assisted ukr surgery. Patient was not harmed as consequence of this problem.